Manufacturer narrative:
(B)(4). Event date: month and day unknown. Only year (2018) is known. The lot/batch was not provided; therefore, the manufacturing records could not be reviewed. Additional information was requested and the following was obtained: what healthcare professional fired the device and what is his/her experience with the device? Where in the green gap setting scale was the indicator located prior to firing? Yes. Did the healthcare professional wait 15 seconds and then retighten prior to firing? Yes. Did the patient report the blood loss? Yes. How was the bleeding identified? Gi surgeon. What was the estimated blood loss (ml)? 2ml. How was the bleeding treated? Clip. Did the patient require a blood transfusion? Yes. Was there any investigation to determine the site of the bleeding? Na. Was there any observation of malformed staples at any point during patient care? No. What is the current patient status? Patient is fine now.

Event description:
It was reported that during a colostomy revision the ils circular stapler (33mm) was used. Both a leak and air test were performed with no signs of a staple leak. The patient reported the following day a mass amount of blood loss. The patient did not seem to have a leak the following day, but the amount of blood loss caused concern.